Event description:
During a review of the logs of a returned homechoice (hc) machine, one increased intra peritoneal volume (iipv) event was identified in the patient device logs. The event occurred on (B)(6) 2013 at 08:48:30. The drain volume in cycle five was 3543ml, and the fill volume was 2000 ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.